Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va24g57, implanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that the, "lead came out," one to one and a half months after the device was implanted. An x-ray confirmed the lead had come out, and they stated they had not fallen. There were no patient symptoms or further complications reported at this time.